Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) was exhibiting far p-wave over-sensing. Programming changes were performed. Patient condition was stable throughout.